Manufacturer narrative:
H3: product analysis of part # 5484306 lot # rs13k011 visual inspection confirmed the torx tip of instrument has been damaged and the attachment pin to the internal bushing has broken. Optical examination revealed the torx tip edges have been rolled over and deformed. The damage to the driver is consistent with torsional overload. H3: product analysis of part # 5484306 lot # rs10m032 visual inspection confirmed the torx tip of instrument has been damaged. Optical examination revealed the torx tip edges have been rolled over and deformed the damage to the driver is consistent with torsional overload. H6: fdm- b01 fdr- c070601 h3: product analysis of part # 5484306 lot # rs11d033 visual inspection confirmed only the sleeve was returned. The shaft is missing. The attachment pin to the internal bushing has broken. The damage to the driver appears to be from torsional overload. H6: fdm- b01 fdr- c070603 h3: product analysis of part # 5484306 lot # rs11d033 visual inspection confirmed only the sleeve was returned. The shaft is missing. The attachment pin to the internal bushing has broken. The damage to the driver appears to be from torsional overload. H6: fdm- b01 fdr- c070601 h3: product analysis of part # 5484306 lot # rs11a009 visual inspection confirmed the torx tip of instrument has been damaged and the attachment pin to the internal bushing has broken. Optical examination revealed the torx tip edges have been rolled over and deformed. The damage to the driver is consistent with torsional overload. H6: fdm- b01 fdr- c070601 h3: product analysis of part # 5484306 lot # rs11g045 visual inspection confirmed the torx tip of instrument has been damaged. Optical examination revealed the torx tip edges have been rolled over and deformed. The damage to the driver is consistent with torsional overload. H6: fdm- b01 fdr- c070601 h3: product analysis of part # 5484306 lot # sw20d028 visual inspection confirmed the torx tip of instrument has been damaged. Optical examination revealed the torx tip edges have been rolled over and deformed the damage to the driver is consistent with torsional overload. H6: fdm- b01 fdr- c070601 h3: product analysis of part # 5484306 lot # rs13k011 visual inspection confirmed the torx tip of instrument has been damaged. Optical examination revealed the torx tip edges have been rolled over and deformed the damage to the driver is consistent with torsional overload. H6: fdm- b01 fdr- c070601 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 5484306, serial (B)(6), UDI#: (B)(4); product ID: 5484306, serial (B)(6), UDI#: (B)(4); product ID: 5484306, serial (B)(6), UDI#: (B)(4); product ID: 5484306, serial (B)(6), UDI#: (B)(4); product ID: 5484306, serial (B)(6) , UDI#:(B)(4) ; product ID: 5484306, serial (B)(6), UDI#: (B)(4). B3: event date is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from user facility via a manufacturer representative regarding a drivers used for posterior spinal fusion. It was reported that drivers were broken. There was no patient involvement reported. There were no further complications reported regarding the event.